Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Once the surgical approach had been performed the knee was exposed and debrided as fibrosis appeared to be present. The femoral component was removed gently and preserved the bone. The insert came out with little trouble. On inspection the tibia seemed to be secure. However with one impaction of the osteotome at the cement implant interface the tibia popped up and out with no resistance. The tray came out clean with no cement attached.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device was returned. Root cause undetermined depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : 8326937 device history review: manufactured on 11-jun-16. (B)(4) parts were manufactured per specification and all raw materials met specification. There were no ncs or deviations associated with this lot.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device was returned. Root cause undetermined depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: 8326937. Device history review: manufactured on 11-jun-16. (B)(4) parts were manufactured per specification and all raw materials met specification. There were no ncs or deviations associated with this lot. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device was returned. Root cause undetermined depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: 8326937. Device history review: manufactured on 11-jun-16. (B)(4) parts were manufactured per specification and all raw materials met specification. There were no ncs or deviations associated with this lot.